Event description:
Customer's spouse reported that on (B)(6) 2012 at approximately 2:30 am customer performed a test using his adc blood glucose meter and received a reading of 496 mg/dl, which was higher than a subsequent reading obtained by paramedics. Caller further reported customer self-administered an unknown amount of insulin and within an hour customer began to feel "sweaty and clammy", with a resultant loss of consciousness. Paramedics were called and obtained a reading of 22 mg/dl on their unknown brand of meter. Customer was treated on the scene with glucose via intravenous infusion. Customer self-treated with a "glucose shot", eating food and drinking (B)(6). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter's memory.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: while troubleshooting with customer service it was revealed the customer was attempting to test using test strips that expired on august 31, 2009 and the meter was not calibrated to the test strips being used. (B)(4).